Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The stapling device was being applied to the anastomosis. The stapling reloads have given fistula problems both in the colic stump and in the ileocolic anastomosis. Both have discontinuity of the central suture zone. The surgical time was extended by thirty minutes or more. In order to resolve the issue and complete the case, a re-intervention was required after four days. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received, the staple line did not hold. This included manual closure of the intestinal breach due to re-opening of the anastomosis. There were no issues observed during the procedure. Patient hospitalization was required due to the issue.